Event description:
Enterocutaneous fistula from the right colon [enterocutaneous fistula]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a female pt, initials unk. Pt¿s medical history is relevant for morbid obesity and ovarian cancer. On an unspecified date, seprafilm was placed on the pt¿s pelvis over node dissection areas and underneath her incision. At an unspecified time after seprafilm placement, the pt developed an enterocutaneous fistula from the right colon. The action taken with seprafilm treatment was not provided. The outcome for the event of enterocutaneous fistula from the right colon was unk. Concomitant medications were not provided. The intensity for the event of enterocutaneous fistula from the right colon was unk. The relationship between seprafilm and the event of enterocutaneous fistula from the right colon was not provided by the reporter.

Manufacturer narrative:
MFR¿s comment: the benefit-risk relationship of seprafilm is not affected by this report.